Event description:
It was reported that customer was hospitalized due to high blood glucose and heart attack on (B)(6) 2022 with blood glucose of 33.3 mmol/l. The customer's current blood glucose was 14 mmol/l. The customer did experience any symptoms of high blood glucose such felt sick and vomiting. The customer was treated by intravenous insulin drip and medication of heart. Auto mode feature was activated at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event customer had test ketone test and the result for the test was low. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Customer reported that she ate breakfast and bolused for it but sensor glucose read above 22.2mmol/l. Blood glucose was above 33.3mmol/l. Set had been used for 4 days. She did change the set at 1pm on (B)(6) 2022 but bg continue to go up. Adhesive appeared to be dissolved. Customer was hospitalized on (B)(6) 2022 at 5pm for high blood glucose above 33.3mmol/l and diabetic ketoacidosis. Customer felt sick and felt like vomiting. Customer had ketones. Sensors were expired. Caller did not confirm that customer had a heart attack. Customer was treated with intravenous drip. Pump was used at the time of the incident. Per caller, auto mode was used. Sensor was used.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The supplemental report had incorrect aware date. The correct aware date is 12-aug-2022.